Event description:
Customer reported device = 213 mg/dl at 6:01 am. A few minutes later, device = 326 mg/dl. Customer became alarmed and went to the emergency room (ER). ER device = 137 mg/dl at 6:30 or 7 am. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.